Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) reported concomitant device(s): 320-10-05 - equinoxe reverse tray adapter plate tray +5: a084526. 308-12-00 - med prox body +12.5: 6619182.

Event description:
Approximately 4 month(s) post-operative of a revised right rtsa, it was reported via clinical study that the patient experienced another dislocation. Subject reports a pop during stretching exercises in postoperative physical therapy appointment. After visiting a walk-in orthopaedic clinic, x-rays revealed a dislocated protheses. The subject was previously given medication and then underwent a standard reverse with humeral reconstruction revision with the removal of the humeral liner. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.